Event description:
It was reported that the patient presented for an implant procedure. Upon interrogation, prior to the procedure, it was noted that the right atrial (ra) lead exhibited under-sensing and high capture threshold. The ra lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.